Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that insulin was not observed to be exiting the tubing during fill tubing with new pump supplies. Subsequently, an occlusion alarm occurred. The pump supplies were changed to address the issue. Customer's blood glucose was 185 mg/dl.